Event description:
As reported, the 55 y/o female patient presented to the surgeon's office with complaints of pain, swelling, and stiffness in their right knee. The patient had a previous right primary tka done on (B)(6) 2015. An examination was done and x-rays were performed and reviewed. The original poly implant was searched in the recall database and did come back as an affected poly in the recall. The patient was scheduled for a right knee revision possible poly swap. Then, the revision surgery was performed on (B)(6) 2022. The surgeon opened the knee joint, performed a synovectomy, and removed scar tissue. The surgeon then examined the implants, noting that the patella had been worn. An osteotome and poly removal tool was used to remove the poly implant. The implant showed to be broken and in pieces posteriorly. It showed delamination and pitting. The poly remnants were removed from the knee joint and the knee was irrigated well. Then attention was given to the metal femur and tibia implants, the surgeon used a tamp/ dis-impactor tool to check the metal implants and they showed to be loose. The surgeon then removed all of the implants within the right knee, femur, tibia, and patella. The surgeon then performed a revision knee arthroplasty using a competitor's device. The patient was last known to have left the operating room (or) stable. Photos and x-rays received. The device is available for evaluation.

Manufacturer narrative:
Concomitant products: - lgc tibial fit tray cem sz 3.5f / 3.5t (cat# 02-012-45-3535 / serial# (B)(4). - logic cr femoral cem, right, sz 3.5 (cat# 02-010-03-0335 / serial#(B)(4). - three peg patella 29mm (cat# 200-02-29 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of a combination of high in-vivo forces and instability of the knee that allowed for excessive posterior and medial contact leading to full-thickness wear of the polyethylene tibial insert and subsequent wear of the tibial tray. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause for the event of ¿loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.